Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A 34-year-old female patient with chronic pelvic pain underwent a planned laparoscopic excision of endometriosis in the or (operating room). Vthe procedure was completed without evident complication and the patient was discharged home the same day from pacu (post anesthesia care unit). Vthe patient presented to the emergency department reporting abdominal pain. Van abdominal CT (computed tomography) scan was completed and showed fluid collections concerning for possible infection. During a pelvic exam the provider found the koh cup from a rumi ii cervical manipulator that had broken off the koh-efficient and was retained during the patient's surgery. The piece was removed on digital exam and the patient was notified of the retained item. The patient was prescribed two weeks of antibiotics and discharged with a plan for outpatient follow up with the surgeon. . Unknown rumi (B)(4).

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h5, h6, h11. Distribution history: a distribution history record review was not possible for this product as the product number nor a lot number was provided for investigation. Manufacturing record review: a DHR review was not possible as a lot number was not provided. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the unit/product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. It is unknown if the customer used a sizer (kcp) to determine the proper size koh-efficient to use. This is listed under the dfu of the product. As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information.